Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018, there was a reported detached sensor wire. The sensor was inserted into the abdomen on 01/01/2018. No additional event or patient information is available. No product was provided for evaluation. Confirmation of the problem and probable cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
A sensor was returned for evaluation. A visual inspection was performed and found that the sensor wire was detached from the sensor pod and seal carrier. The reported event of a detached wire was confirmed. A probable cause could not be determined.